Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure the prograsp forceps instrument was bent at the elbow and broken. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer send a photo of the instrument. The customer was attempting to straighten wrist to remove through the cannula but was not successful. The customer instead opted to remove cannula and instrument in tandem. The isi tse stayed online until new trocar and instrument were docked, and the customer continued. The isi tse recommended customer return instrument for failure analysis. The site proceeded as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not call customer service to create RMA for reported prograsp instrument. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.